Manufacturer narrative:
Correction to the initial MDR in b5 field.

Event description:
It was reported that the patient had difficulty charging the ipg. The physician replaced the ipg with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient had difficulty charging the ipg. The physician replaced the ipg with an MRI compatible device and the patient was doing well postoperatively.